Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, a stained end cap sticker and cracked battery tube threads.

Event description:
It was reported the customer received a button error alarm due to transpiration from their body. The customer also stated they had attempted to dry the insulin pump. Customer will be sent a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).